Event description:
Lens was explanted due to opacification observed postoperative.

Event description:
Lens opacification was observed approx 2 months post-op. The capsule tore and an anterior vitrectomy was performed. Lens remains implanted in the pt's eye.